Event description:
In late 2008, abbott point of care was contacted by a customer who reported the month prior, an I-stat pt/inr cartridge yielded a code 44. Sample was sent to a reference lab but would not run sample since the hematocrit was greater than 55. The customer is a remote location with only one I-stat analyzer at this facility.